Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a momentary "surge" when they turned the stimulation back on. They wanted to know if this was normal after having the stimulation off for 5 to 10 minutes and turning the stimulation back on. The "surge" has stopped. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the ins had been turned off around 45 minutes for MRI. The surge occurred when they turned the ins back on. It went away after a few seconds. The issue was resolved. No further complications were anticipated.